Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the heavily calcified, mildly tortuous, proximal left anterior descending artery, a 3.0x12 rx xience v stent was deployed for treatment of a 99% stenosis. After post dilatation was performed, a dissection was observed at the proximal edge due to plaque shift. An additional 3.0x18 xience v stent was deployed to cover the dissection. The procedure was completed without adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.